Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. The change is reflected in this report.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer was contaminated and the battery contacts were compressed. Analysis also found the upper case was dented and contaminated, ring cover and main seal were contaminated, lower case was broken and contaminated, bail covers and bails were missing, and the lead flex cover was corroded. (B)(4).